Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Brand name: modular neck p 12/14 neck taper use with +0 heads only. Concomitant medical products: item# 00801803602 femoral head lot#60867605, item#00771301000 modular femoral stem press-fit plasma sprayed cementless size 10 lot# 61499421, item# 00630505036 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot#61531907, item#00620005223 shell porous spiked 52 mm o.d. Lot#61548184. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as items remain implanted the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00901.

Event description:
It was reported patient experienced elevated metal ions approximately 9 years post initial total left hip arthroplasty. Patient stated device fell apart. No revision known at this time. Attempts to obtain additional information was made; however, none is available.